Event description:
The international distributor of cryocyte freezing containers reported to baxter that a customer reported a broken cryocyte bag during a media fill experiment. There was no patient involvement. The problem was noted after storage. Bags were filled with 50-100ml media. Metal cassettes were used for freezing and storage. A controlled rate freezer was used. Storage of containers was in vapor phase and duration of storage was for 4 days.

Manufacturer narrative:
The bag was sent to baxter for evaluation and the results of the evaluation were as follows: d-ring caps /ports intact. Donor tube triple sealed, marginally adequate melt, parallel to plane of bag. 1st seal was approx. 2.3cm from tubing sleeve, the 3rd seal approx. 3.5cm from tubing sleeve or about 2.0cm from tubing sleeve, the 3rd seal approx. 3.5cm from tubing sleeve or about 2.0cm beyond the d-ring caps. Slight inverted beading at lower right corner; the lower left corner could not be evaluated due to damage. Primary crack around lower left corner, parallel to and just inside perimeter seal from approx. 7.9cm above corner, thru both front and back surfaces, where it also went thru the perimeter seal. Two smaller cracks through front surface only cut diagonally across the lower left corner but not thru bottom seal. The conclution of the evaluation is that this type of cracking parallel to the perimeter seal is typical of liquid nitrogen ingress, and that excessively long donor tube tubes with marginally adequate seals may have been a contributor to this failure mode. Manufacturing records for this lot were reviewed. There were no deviations from standard procedure, and no issues were noted during the manufacturing time period. Cryocyte bag complaint data are reviewed monthly by cellular therapies division quality management. Ctq-CAPA-0007 has been initiated to investigate customer reports of cryocyte bag breakages.